Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a failed transmitter error occurred. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).